Event description:
It was reported that during a battery replacement on a patient that "hadn¿t had a paddle that was that old," impedances were checked after they put the battery in it and it did not show any problems. It was reported that when they tried to turn on the implantable neurostimulator (ins) there was "no response." It was thought that "it might've been that the lead was going dead." No patient symptoms were reported. Additional information received reported that the patient's lead had "poked" through the skin and was "coming out of top of head." It was reported that they saw it in post operation. It was also reported that the healthcare provider brought the patient back to the operating room, "pulled the lead back, and everything was fine."

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).